Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the bag tore when the device was being removed from the patient. A second specimen bag was used and it happened again. Then they pulled another bag and that one worked. Because the bag tore, it spilled the content of the gallbladder into the abdomen. Then the abdomen had to be washed out. The surgical time was extended by more than 30 minutes due to the product problem.